Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's second battery flipped and they had a second surgery 3 weeks after the initial implant in (B)(6) 2011. They had anchored it somehow to keep it from flipping.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.